Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x12 mm xience skypoint stent delivery system (sds) was advanced to the lesion; however, it was noted on angiography that the stent was not 12mm long. Another device was used to complete the procedure. After the procedure, the stent was checked and it was confirmed to not be 12mm long. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported defective device (undersized) was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. As the reported undersized device was unable to be confirmed, the investigation was unable to determine a conclusive cause for the reported defective device (shortened); however, factors that may contribute to defective device (shortened) include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, lesion characteristics, procedural technique, product size selection, severe torqueing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - updated serial number h6 - removed 4051.